Manufacturer narrative:
The unit was received for analysis after decontamination (in appropriate packaging). The returned device matches the upn and lot number provided by the customer. Visual inspection identified a flexible ¿bump¿ in the distal insulation approximately 2.5cm from the distal tip. There are two strips of green residue located approximately 11.1 and 11.2cm from the distal end which is approximately 4cm proximal of the butt bond. The green residue appears to be from tape. Electrical continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/thermistor/magnetic sensor resistances measured in specification and were typical. An lcr test was performed and confirmed that the magnetic sensor was within specifications. Functional inspection found the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The ablation was verified by using the maestro generator 4000 and the metriq pump and the device was found within specifications. An x-ray of the distal shaft revealed that the flexible ¿bump¿ in insulation was not caused by the insulation conforming to interior wires but is the shape of the insulation itself. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on 26oct2017. It was reported there was signal noise on the catheter. During a re-do pulmonary vein ablation procedure with an intellanav oi ablation catheter, signal noise was present on electrodes 1 and 2 while ablating. The noise was observed on both the recording system and the mapping system. The noise improved during ablation when the pacing channel was open, however the noise returned. The ablation catheter was exchanged which solved the issue. There were no patient complications reported and the patient's condition was stable. However, device analysis revealed a foreign residue on the catheter.